Manufacturer narrative:
(B)(4). Concomitant product: guide wire: asahi grand slam. Stents: 2.75x12mm, 3.0x15mm xience alpine stents. The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system instructions for use, (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. In addition, the reported patient effects of thrombosis and death, as listed in the graftmaster rx coronary stent graft system IFU, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported physical resistance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a highly occluded left main coronary artery (lm), which was protected by a patent saphenous vein graft. Atherectomy was performed with a non-abbott device, then the patient experienced pain. The 2.5x12mm trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation and ruptured at 18 atmospheres. A perforation was noted. A 3.0x15mm xience alpine stent delivery system (sds) was advanced but would not cross the lesion. Additional pre-dilatation was performed and a new 3.0x15mm xience alpine stent and a 2.75x12mm xience alpine stent were implanted in the lm and the distal lm. Post-dilatation and balloon tamponade were performed, but the perforation remained unsealed. A graftmaster covered stent was advanced but could not cross the lesion and was removed. Additional ballooning was performed, and the graftmaster was re-inserted with a guideliner and an asahi grand slam guide wire. The graftmaster was advanced to the perforation and implanted to successfully seal the perforation. No intravascular ultrasound was performed to verify apposition, and 8 minutes later, there was abrupt closure of the covered stent due to thrombosis. The patient went into cardiac arrest and was treated with medication. The left main remained occluded and a balloon pump was implanted. The patient then expired. No additional information was provided.

Manufacturer narrative:
(B)(4). An echocardiogram was performed and another angiogram was completed, which showed vessel closure due to in-stent thrombosis in the graftmaster. The in-stent thrombosis was successfully treated via intracoronary antithrombotic medication, an intra-aortic balloon pump was implanted, and the stent was then noted to be patent. The patient expired the following day due to the cardiac arrest, after being extubated per family request. No additional information was provided. User facility medwatch report states: the patient was in the cardiac cath lab for atherectomy of left main artery and lad and during the procedure the proximal lad was perforated and a graftmaster stent was deployed. This stent provided flow, initially sealing off the perforation. About 10 minutes after stent was deployed, the patient showed low blood pressure. A code blue was called, an echocardiogram performed and another angiogram was done which showed an in stent thrombosis. Integrilin was used and was able to dissolve the clot and the stent was then patent. (B)(4). Patient weight is (B)(6). (B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hypotension is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. It was reported that the rx graftmaster was deployed with a max pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was noted via a duplicate event also containing a user facility medwatch report that had been filed under medwatch manufacturer report number 2024168-2016-02463: it was reported that on (B)(6) 2016, after undergoing orbital atherectomy with a non-abbott device, a 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and ruptured at 18 atmospheres. A perforation was noted. A 3.0x15mm xience alpine stent delivery system (sds) was advanced but would not cross the lesion. Additional pre-dilatation was performed and a new 3.0x15mm xience alpine stent and a 2.75x12mm xience alpine stent were implanted in the non-heavily tortuous, heavily calcified left main and left anterior descending (lad) coronary artery. Post-dilatation and balloon tamponade were performed, but the perforation remained unsealed. A 2.8x19 rx graftmaster covered stent was advanced but could not cross the lesion and was withdrawn. Additional ballooning was performed, and the graftmaster was re-inserted with a guideliner and an asahi grand slam guide wire. The 2.8x19 rx graftmaster was deployed with a maximum pressure of 18 atmospheres, successfully sealing the perforation. Ten minutes after graftmaster deployment, the patient experienced hypotension, a code blue was called due to cardiac arrest, and the patient was intubated.